Event description:
It was reported that the patient presented upon exhibiting difficulty sending remote transmissions from their implantable cardioverter defibrillator (ICD). Upon further analysis, it was suspected that the ICD was exhibiting a failure to establish bluetooth telemetry. No intervention was performed. There were no patient consequences.